Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2016 with the following findings: a review of the pump¿s black box revealed evidence of unexplained pump reboots. There was evidence of moisture contamination found inside the battery compartment. A leak test showed a leak at the battery compartment crack. The pump case was removed and there was no evidence of additional moisture inside the pump. Unrelated to the original complaint, the pump powered on with the returned battery cap to a dim and discolored display. The battery cap was unable to fully tighten. The battery cap measures were within specification. The battery cap ¿coin slot¿ was found to worn. The battery compartment was found to have stripped treads. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It wa noted that there was moisture within the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting and could impact insulin delivery. There was no indication that the product caused or contributed to an adverse event.